Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported event could not be conclusively determined through this investigation. The heartmate ii lvas IFU lists adverse events that may be associated with the use of heartmate ii lvas. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. C is currently available. Section 1 ¿introduction¿ of this document lists death as an adverse event that may be associated with the use of the heartmate ii lvas. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on 21nov2014. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported the patient passed away on (B)(6) 2020. Due to hospital policy, no further information provided.